Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing high and low blood glucose levels since beginning to wear the sensor. Blood glucose level at the time of the incident was over 500 mg/dl, which was treated with the insulin pump and manual injections. Blood glucose level at the time of the call was 245 mg/dl. Troubleshooting did not show any malfunction of the insulin pump or sensor. The insulin pump was not replaced or returned for analysis.